Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 363083, batch no. 9036652. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are overfilling. (4 of 9). The following information was provided by the initial reporter: I was notified by my staff today that blue top tubes are overfilling, specifically lot # 9036652. During our morning run we had 7 tubes overfill between cpts and rns. Once we noticed this we pulled all tubes of this lot number and starting using a different one.